Manufacturer narrative:
Initial.

Event description:
It was reported that the user was manually injecting insulin while remaining connected to the ilet and requested a factory reset after healthcare provider recommendation, with prior reports of bent cannulas and perceived pump maladaptation. No adverse clinical symptoms reported related to blood glucose at the time of the call. Outcomes included user education and troubleshooting with no alerts or alarms reported and user advised calling back if further assistance was needed. Investigation included case review and technical support guidance focused on proper use of the ilet. Investigation of this case revealed user technique concerns related to simultaneous external insulin administration and infusion set issues consistent with bent cannulas, with no device alarms or systemic malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to external insulin administration without disconnecting and infusion set handling.